Event description:
Related manufacturer reference numbers: 2017865-2022-01372. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing and the right ventricular lead exhibited pacing inhibition due to noise over-sensing. Programming changes were made. Patient condition was stable and would continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited reoccurrence of inappropriate automatic mode switch due to noise over-sensing and the right ventricular lead exhibited reoccurrence of noise over-sensing. Programming changes were made again. Patient condition was stable.